Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the maxzero¿ leaked following a blood draw and removal of the syringe. The patient and the employee were exposed to blood. There was no report of harm to the patient or the staff member.